Event description:
Device report from the united kingdom reports an event as follows: it was reported that patient underwent an unknown procedure on (B)(6) 2024. Despite using the variable angle drill guide correctly to pre-drill for the screw insertion, when inserted all the way, the threads in the head of the screw have been stripped when they have attempted to be locked with the plate. The long end of the universal small fragment drill guide was used first and then at some point. The surgeon switched to use the cone end. The correct torque limiter of 2.5nm was used. The correct 2.8mm drill bit was used. The screw was removed and a second new screw was inserted and the same thing happened. It put up a bit of resistance and then gave in and just kept spinning again like the first screw. The surgeon then decided to go off-label and use a standard non-variable angle screw in the hope that the screw head would lock in the plate since it is a different shape. This worked somewhat, but it was not inserted with too much torque in fear that the same thing would happen. This meant the strength of the screw to plate locking construct for this screw was very weak. The screw was left in the patient but not locked to the plate. Procedure was completed with a five to ten minute delay. There was no patient consequence, but the strength of the construct has been compromised as the screw is not locked in the plate which increases the chances of the construct failing in the future as more pressure is put on the other screws in the plate when the patient weight-bears. This report is for an unknown variable angle locking screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 - 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed the threads of the screw are stripped. This issue can be related to the unable to lock allegation. The reported condition can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk - screws: va locking would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.